Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sidecar rx tunnel was pushed back after the physician had removed stones few times. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown: however it was reported that the patient was over the age of 18. Block h6: device problem code 2976 captures the reportable event of sidecar rx pushback. Block h10: a trapezoid rx basket was returned for analysis. Residues was found on the device indicating use and handling. The basket was received in closed position. The device is free of kinks and bends. The sidecar rx tunnel was found pushed back out of specification. As per complaint information, the issue occurred during the procedure. It is most likely that procedural and anatomical factors could have contributed to the issue of sidecar rx tunnel pushback. The handling and manipulation of the device during the procedure and the interaction with additional devices/tools could have also caused the tunnel to push back. During manufacturing, it is confirmed that the end of the assembly is free of exposed metal greater than 0.5 mm. However, there is no control how the devices are handled/manipulated in the field. Therefore, the most probable root cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the reported event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
Patient's exact age is unknown: however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sidecar rx tunnel was pushed back after the physician had removed stones few times. The procedure was completed with a different device. There were no patient complications reported as a result of this event.